Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 5/7/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed a crease on the anterior aspect. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii. Concomitant products: left side; 340cc mentor memorygel breast implant; catalog number: 3507340mc; serial: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 340cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2019.